Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a venous stenosis treatment procedure, removal difficulty occurred. Vascular access was obtained through a radial artery. The target lesion was located in a non calcified and non tortuous torso artery. The physician advanced the 8.0mm x 2.0cm peripheral cutting balloon (pcb) catheter. The balloon was inflated three times to 10atms each. The balloon was deflated and upon withdrawal of the device through a non-bsc introducer sheath, the balloon became stuck in the sheath. A blade became lifted after getting caught on the sheath and the sheath was "scored" by the blade. The sheath and the pcb were removed from the patient as a unit. No vessel damage was noted. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.